Manufacturer narrative:
Additional: it has since been reported that the device was explanted on (B)(6) 2018 due to a lack of connection with the internal device. The patient was reimplanted with a new device during the same surgery. This report is submitted on march 8, 2019.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains and the recipient will contribute to be monitored by the health care provider.